Event description:
Home pt (hp) reports accidently disconnecting heater line spike from solution bag while troubleshooting through an alarm situation during apd treatment. Baxter technician assisted hp in ending treatment and restarting with new supplies. Despite multiple attempts, detailed info from hp and rn has not been received. No pt injury or medical intervention reported by hp or rn.